Manufacturer narrative:
(B)(4). The customer reported multiple issues with the device including a shock equipment and pacer equipment malfunction message, and not being able to charge or turn the unit off during op check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported multiple issues with the device including a shock equipment and pacer equipment malfunction message, and not being able to charge or turn the unit off during op check.